Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope". Inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex deflectable videoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the adhesive around the objective lens was peeled. Additional findings are as follows: due to a pinhole on bending section cover, water tightness was lost. Due to a pinhole on the universal cord, water tightness was lost. Due to a pinhole on the video cable, water tightness was lost. Due to the deformation of the up/down plate, water tightness was lost. The adhesive on the bending section cover had a chip. Switch 1 was damaged. The protector of the universal cord on the scope connector side had a scratch. Due to damage on forceps elevator lever (surgical products), the angle knob torque of the forceps elevator lever at engage exceeded the standard value. Due to the looseness of the insertion pipe, the connection between the insertion pipe and the control unit was not secured. The indication on the light guide connector was not correct. The video connector case was deformed. The video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional inform.